Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - material separation; charred; melted; burn of device or device component. (B)(4).

Event description:
The fiber worked for approximately 5 minutes on continuous lasing mode at 120 watts. The tip of the fiber appeared to overheat quickly with small bubbles forming on the tip. Tip broke off. This information is documented as reported to trimedyne, inc.